Manufacturer narrative:
The serial number was not provided and therefore the manufacture date is unk. Sorin group (B)(4) manufactures the low level sensor. The incident occurred in (B)(6). This medwatch is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during a procedure, the level sensor failed to alarm or stop the pump when the blood level dropped below the level sensor pad. There was no pt injury.